Event description:
Breakage of connection area of chs plate and lag screw.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to info provided. A search of complaint database found no prior reports for both reported part and lot number combinations. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.